Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and seven months of post deployment, computed tomography of abdomen was revealed that an infrarenal inferior vena cava filter was identified without significant tilt. The inferior vena cava was contracted at and below the inferior vena cava filter most consistent with inferior vena cava thrombosis. No strut fracture was identified but there was a posterior medial strut which extended 4 mm peripheral to the inferior vena cava wall in the retroperitoneal fat alongside the spine. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the inferior vena cava wall and extending into the retroperitoneal fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.